Manufacturer narrative:
The crep2 reagent expiration date was not provided. The cobas c503 analytical unit serial number was (B)(6). Qc was acceptable. The field service engineer performed some adjustments. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine plus ver.2 (crep2) assay on a cobas c503 analytical unit. Initial result: 125 umol/l. The physician questioned the initial result and the sample was then repeated. On (B)(6) 2025: repeat result: 49.5 umol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
Sections d1 d2a, d2b, d4, g1 and g4 were updated. The provided sample picture did not show any abnormality. The customer changed the sample probe. The instrument was monitored, and it was performing within specifications. No further issues were reported after the service visit. The root cause was consistent with a hardware-related issue (component failure).